Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: level a investigation - complaint evaluation / complaint history check for the event(s) that occurred. Severity: s_2__; occurrence: a complaint history check was performed and this is the 2nd related complaint for needle clog on lot # 8269523. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A lot history review was carried out and no related non conformance's were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Investigation conclusion: as no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that pen ndl 32g 4mm 90 CT mail order only had no insulin flow during injection. The following information was provided by the initial reporter: material no.: 320883 batch no.: 8269523. It was reported by the consumer that there was no insulin flow when taking injection. Verbatim: consumer stated, no insulin flow when taking injection. Stated, does not prime before injection.

Event description:
It was reported that pen ndl 32g 4mm 90 CT mail order only had no insulin flow during injection. The following information was provided by the initial reporter: material no.: 320883 batch no.: 8269523 it was reported by the consumer that there was no insulin flow when taking injection. Verbatim: consumer stated, no insulin flow when taking injection. Stated, does not prime before injection.

Manufacturer narrative:
Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: d.4. Medical device lot #: 8269523 d.4. Medical device expiration date: 2023-09-30 h.4. Device manufacture date: 2018-09-26 d.4. Medical device lot #: 9079937 d.4. Medical device expiration date: 2024-03-31 h.4. Device manufacture date: 2019-03-20 h.6. Investigation summary: level a investigation - complaint evaluation / complaint history check for the event(s) that occurred. Severity: s_2__; occurrence: a complaint history check was performed and this is the 2nd related complaint for needle clog on lot # 8269523. This is the 3rd related complaint for needle clog on lot # 9079937. Investigation summary: customer returned three (3) used 32gx4mm bd pen needles from lot 9079937; no samples from lot 8269523 were returned, therefore, the alleged issue could not be confirmed for samples from this lot. Consumer reported no insulin flow when taking injection. All three returned pen needles were examined and the following was observed: - two pen needles with bent non-patient end (npe) cannulas - one pen needle with a broken npe cannula no evidence of manufacturing defect was observed. The bent or broken npe cannulas would be the cause for no flow through the pen needles, hence, the customer would think that the pen needles were clogged (as reported). Since all three returned pen needles were returned after use, and no manufacturing defects were observed, the probable cause of the bent or broken npe cannula is user error when attaching the pen needles to a pen injector. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Investigation conclusion: based on the samples and/or photo(s) received the investigation concluded: - confirmed: bd was able to duplicate or confirm the customer¿s indicated failure (bent npe cannula, broken npe cannula) for samples from lot 9079937 - unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure (clog) for samples from lot 8269523 since no samples and/or photo(s) were provided for this lot complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: the possible root cause for this issue is: user error. No evidence of manufacturing related issues were observed on the returned samples. It is bd¿s experience that the non-patient end breakage and bending is directly associated with the placing of the needle onto the pen device by the user. If the non-patient end of the needle is not placed centrally to the pen device, then instead of the non-patient end of the needle piercing the rubber septum of the vial, it hits hard material and can be bent/broken when fitted to the pen. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time. H3 other text : see h.10